Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was confirmed that the display was dim, even when the brightness was set to maximum. The se replaced the user interface assembly to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).